Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda resulting in mr appears to be related to patient anatomy. The reported shortness of breath (dyspnea) is a cascading effect of the mr. Dyspnea and mitral regurgitation are known possible complications associated with mitraclip procedures. Unexpected medial intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. One mitraclip xtw was implanted. The final mr grade was 1. On (B)(6) 2025 the patient presented with shortness of breath. A single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. The mr grade increased to 3. On (B)(6) 2025 a second clip intervention was performed. A mitraclip was implanted to stabilize the first clip and further reduce mr. The final mr grade was 1. Per the physician the slda was due to patient anatomy.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.